Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal diagonal artery, pre-dilatation was performed with a 1.2x8 mm mini trek balloon dilatation catheter. A 2.25x15 mm xience prime rx stent delivery system was advanced and the stent was implanted. After post-dilatation was performed, a dissection was noted at the proximal part of the stent. A 2.25x18 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.